Event description:
It was reported that through the filing of a legal proceeding that pt is alleging injuries due to revision of his hip prosthesis.

Manufacturer narrative:
The following other hip devices were also listed in this report: c-taper lfit inter head, cat# s-1400-hh82, lot# 9jwmad. Trident hemispherical multi, cat# 508-11-58f, lot# 21506301. Trident 10 crossfire insert 26 mm ID, cat# 621-10-26f, lot# 21974001. 6.5 cancellous bone screw 35mm, cat# 2030-6535-1, lot# 109mhd. It cannot be determined which, if any of these devices may have caused or contributed to the pt's revision. The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time. The device is not available due to the ongoing litigation. Should device or additional information become available, the evaluation summary will be submitted in a supplemental report.